Event description:
Pt is one of two pts w/low sodium balance and volume overload after dialysis tx on specific dialyzer. Pt coded in dialysis revived. Pt dialyzed two additional times on different machines. But continued to decline and expired 2-days later. Testing of machine post-event reveals conductivity calibration anomaly (internal readout: 13.3, external meter: 9.6) and acid pump pumping at low volume (91, s/b 150 157). Pump did not alarm during testing procedure. Pump seals/springs corroded, pump replaced, pump sent to mfg for failure analysis report.